Manufacturer narrative:
Product event summary: manufacturer¿s analysis noted that the stylus of the device would not stay calibrated; the overlay/bezel assembly of the device was replaced, and the stylus was replaced and calibrated. It was also noted that the device failed the light emitting diode (led) control output test; the link electronic module (lem) assembly board was replaced and calibrated. The hard drive was reconfigured, and the software was reloaded. It was further noted that the lower case of the device was worn, so it was replaced. The device passed final functional and system tests.

Event description:
It was reported that both the programmer and the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.